Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the electrodes. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use a eucerin lotion by a physician who believes that it may be an allergic reaction to metals. Follow up indicated that the rash has improved.